Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of manufacture is unknown.

Event description:
On (B)(6) 2011, a customer's daughter reported the customer had been receiving an error 6 (663) message on her adc meter. The caller reported "for the past 2 weeks, her mother's meter has been giving an error 6 message". As a result of this issue, on (B)(6) 2011 the customer began experiencing symptoms of "dizziness, throwing up and nausea, trouble breathing, fatigued, feeling lethargic". The customer presented to a doctor and was reportedly diagnosed with hypoglycemia and treated with insulin, which was a change from her regular medication(s). No self-treatment was reported. There is no report of death or permanent impairment associated with this event. Two attempts to contact the caller/customer to clarify the diagnosis of hypoglycemia were unsuccessful.

Manufacturer narrative:
The complaint was not confirmed and a new issue was observed. Significant date and time changes were not observed . Time and date change due to esd was not observed. This is a final report.